Event description:
Membrane pressure increased to 600 mmhg during procedure. After approx 1 hour, the device was changed out due to insufficient gas exchange. Pt was not injured as a result of the incident.